Event description:
Bd vial access cannula - lot #6075529. While attempting to draw up medication with this device, I had issues on two separate occurrences, once where the cannula broke inside the vial, and once where the cannula pushed a vial stopper through the vial, allowing medication to pour out the top. Both instances resulted in a delay of patient care. Other staff members have also experienced similar failures with this same device on multiple occasions.